Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the reporter indicates the patient outcome was greater than one diopter under corrected. Patient continues to be monitored.

Manufacturer narrative:
The logfile review shows no abnormalities that could have contributed to the reported event. The suspect treatment was completed to 100% and all laser system functions were within specifications. A review of the patient data provided indicates an under correction of the sphere might originate from the difference of manifest to cycloplegic refraction. As the cycloplegic refraction was used for the treatment, the difference might not originate in accommodation, but rather in spherical aberrations. Based on the currently provided information, an influence of the laser system from an application standpoint can be excluded. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with under correction noted post lasik treatment. Surgeon believes the under correction is related a low energy reading of his excimer laser. Patient is being monitored, and any possible intervention is undetermined at this time. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.